Event description:
It was reported in a journal article that four years post implant of this subcutaneous implantable cardioverter defibrillator (sicd) system, the patient received an inappropriate shock while polishing his shoes. There had been no recent programming changes or body habitus before the inappropriate therapy was delivered. Repetitive myopotential noise was observed during the episode. The myopotentials were initially under detected; however, the subsequent sensed potentials were detected in the therapy zone which triggered the shock. The patient was assessed in the cardiac device clinic and the electrical noise from pectoral muscle activity was reproducible during shoulder movement. Oversensing of myopotentials was present in both the secondary and alternate vectors but not the primary vector. The device was reprogrammed to sense via the primary vector. No further inappropriate shocks have occurred during follow-up. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.